Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using an xi system, the customer informed the technical support engineer (tse) that a repeated recoverable fault occurred on universal surgical manipulator (usm)1, which was not responding. Tse reviewed error logs and identified error 32056 pointing to the usm 1 board. The customer was guided to power cycle the system using an emergency power off, but this did not resolve the issue. The customer was informed that the procedure could continue with three arms by disabling usm 1, but they could not perform the procedure with only three arms, leading to a conversion to traditional laparoscopic surgery. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that no additional trocars were added when the procedure was converted. The issue was tolerated, and there were no problems related to this matter. Upon powering on the system, its functionality was checked, and everything was correct, with the system powering on without any errors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed. In logs, the 32056 error was found indicating usm1 failed to initialize device on the 0x1 axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where current was found to be failing on the 0x1 axis. Once testing was completed, the yaw searchlight flat flex cables (ffc) was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the yaw searchlight ffc in the usm.